Event description:
It was reported that a crt monitor from a prestige vh system had become detached from its mounting plate and had fallen approximately four feet to the floor. There was no one in the room at the time of the fall, and no injuries were reported.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.